Event description:
Boston scientific received information that the physician observed high impedance measurements for this lead at the implant procedure and decided not to use this lead. The patient was successfully implanted with a different lead with no adverse effects and is reported to be in stable condition.

Manufacturer narrative:
This lead is expected to be returned. This report will be updated once other pertinent information, including the analysis of the returned lead, becomes available.

Event description:
--

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection confirmed the complete lead was returned without any set screws marks noted on the terminal pin or terminal ring. The lead was further analyzed and was found to function normally and was electrically continuous. Testing was unable to confirm the allegation of high impedance measurements observed at the implant procedure.